Event description:
It was reported that pump "gauge can read incorrectly and is off by 100 at times". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.